Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse confirmed that there was leak from the ion-selective electrode (ise) module. The cse checked the "o" rings and performed an electrode wash, an ise line wash, an ise buffer prime and checked the coefficient of variation. The cse performed recalibration and ran quality controls, which were acceptable. Upon a follow-up visit, the cse cleaned the entire ise of salt build-up and replaced the ise seals. The cse recalibrated the instrument, ran quality controls and compared the patient results from the alternate instrument, which were acceptable. The cause of the discordant, falsely elevated sodium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The customer repeated the samples on an alternate advia chemistry instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.